Manufacturer narrative:
The subject device is expected to be returned to veran for evaluation. The device has not yet been received. This report will be supplemented accordingly, once the investigation is complete, or if additional information is received. H6: component code for "cover" was used, since a component code for "sheath" is not available.

Event description:
After the intended procedure was completed, the physician noticed the ins-0372 (always-on tip tracked serrated forceps) sheath had ridges on it. The doctor said the ridges caused damage to the working channel of their scope. The procedure was successfully completed using the ins-0372 (subject device) and ins-5300 (always-on tip tracked triple needle brush) to obtain tissue samples. There was no patient or user injury reported due to this issue. Additional information has been requested from the user facility, but has not yet been received.